Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been cooling. The arctic sun device screen suddenly went black. Nurse tried turning it off and back on and has tried unplugging it and plugging it back in, but the screen would not turn on. Confirmed nurse has device plugged in to a grounded wall outlet. Informed nurse because they have rebooted it multiple times and the screen was still remaining black and not turning on, they would recommend sending it to biomed and swapping to another device. Confirmed there was no way to empty the pads. Suggested they disconnect the pads over a trash can or basin.

Event description:
It was reported that the nurse stated that they have a patient that has been cooling. The arctic sun device screen suddenly went black. Nurse tried turning it off and back on and has tried unplugging it and plugging it back in, but the screen would not turn on. Confirmed nurse has device plugged in to a grounded wall outlet. Informed nurse because they have rebooted it multiple times and the screen was still remaining black and not turning on, they would recommend sending it to biomed and swapping to another device. Confirmed there was no way to empty the pads. Suggested they disconnect the pads over a trash can or basin.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Nurse tried turning it off and back on and has tried unplugging it and plugging it back in, but the screen would not turn on. Confirmed nurse has device plugged in to a grounded wall outlet. Informed nurse because they have rebooted it multiple times and the screen was still remaining black and not turning on, they would recommend sending it to biomed and swapping to another device. Confirmed there was no way to empty the pads. Suggested they disconnect the pads over a trash can or basin. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.